Event description:
It was reported that the device was not working and the issue was unspecified. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.